Event description:
It was reported that the minute ventilation (mv) was disabled on this pacemaker after a stored signal artifact monitor (sam) episode. Mv oversensing was noted on this right atrial (ra) lead. Technical services (ts) assisted in reprogramming this pacemaker and frequent monitoring for future sam episodes is expected. Further information was requested regarding the cause of the stored sam episode. This investigation will be updated should further information become available in the future. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).